Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 21, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right main bronchus to treat lung cancer during a tracheobronchial stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the stent deployment suture was knotted and could not be pulled. The stent could not deploy. Reportedly, the procedure was not completed because the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on july 21, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right main bronchus to treat lung cancer during a tracheobronchial stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the stent deployment suture was knotted and could not be pulled. The stent could not deploy. Reportedly, the procedure was not completed because the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were received for analysis; the black stent deployment suture was not returned. The stent was received completely deployed. Visual examination of the returned device found the loops of the stent were bent. The outer diameter was measured and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy and stent deployment suture knotted were not confirmed as the stent was received completely deployed and the black deployment suture was not returned. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated during the procedure; however, there was no confirmation on what the customer indicated because the deployment suture with the finger ring was not returned. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label. Block h11: block d4 (model number, lot number, catalog number expiration date, and UDI) has been corrected based on the confirmation received on september 08, 2020.